Manufacturer narrative:
(B)(4).

Event description:
Data was received but investigation window does not reflect the alleged device. Confirmation of the allegation was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a early sensor expiration occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.